Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient passed out and was now in the emergency room. The patient reportedly felt pain in the chest but was not sure if he had received a shock. Latitude patient support suggested to contact the physician. The device remains in service. No adverse patient effects were reported.